Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that the customer stated seeing a fiber optic failure while the iabp was in use on a patient. The fse was unable to duplicate any errors. The fse verified operation, safety, and performance specs. The fse returned the iabp to the customer, cleared for clinical use.

Event description:
The customer reported that they were having a fiber optic related issue while the intra-aortic balloon pump (iabp) was in use on a patient. Hospital biomed is not trained, and unable to test the fiber optics. No adverse event has been reported.